Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 20 mg/dl at one point. No further details were provided regarding the low blood glucose. Troubleshooting for the low blood glucose was declined. The insulin pumpw as not returned or replaced.